Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed with any abnormal issue. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
We have been buying the 25x1 needles ref: (B)(6) and I've been getting consistent complaints from the nurses that the needles don't attach well to the syringe. They say they can just fall off and they really don't want to use them." Additional notes: the safety needles are being used with medline brand luer lock syringes.